Event description:
The duett sealing device was deployed in the right femoral access site following an interventional procedure. The deployment was reported as unremarkable. Signs and symptoms of an arterial occlusion (cramping pain, absent pulses, nausea and hypotension) occurred 2.5 hours post deployment. The occlusion was confirmed via contralateral angiogram and successfully treated with thromboendarterectomy and angioplasty. Event was resolved with no further complications and pt was discharged five days later.